Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and leads exhibited high out-of-range left ventricular (lv) pace impedance and out-of-range right atrial (ra) lead and right ventricular (rv) lead amplitude measurements. A health care professional (hcp) contacted boston scientific technical services (ts) to ask why there was no alert for shock therapy on the date it was delivered. Upon reviewing remote monitoring data, ts discussed that the episode spanned a few days and the shock was captured as part of an electrogram that began recording the day prior. While reviewing the remote monitoring data, ts noted the aforementioned out-of-range measurements. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the left ventricular (lv) pace impedance measurements were elevated, but were within safety margins. Additionally it was noted that there was atrial undersensing during a pacemaker mediated tachycardia (pmt) episode. The pmt episode origin was found to be elevated atrial rates, and not due to retrograde conduction. The clinician indicated the root cause of the observed out-of-range measurements and the undersensing were likely due to patient's conditions, including complete heart block, congestive heart failure, and paroxysmal atrial fibrillation. At this time, the clinic plans to continue close monitoring of this patient. No surgical intervention is planned at this time. This product remains in service. No adverse patient effects were reported.